Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal gastric resection, while the device was being applied to free gastric membrane, the device failed to apply clips. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of eight devices. The visual inspection of the three clips were fully formed but not completely deployed from the cartridges. The visual inspection of the five cartridges noted that both tracks were disengaged in the cartridges. A clip was received with one track not aligned and off to the side. Functionally; the three cartridges were loaded into a pmv representative instrument and fired; the pushers advanced properly and deployed the clip. The clip tracks were reset in the five cartridges and remained in position. The cartridges were loaded into the pmv instrument and were applied to the test media with acceptable results. The last clip was received fully applied, no functional evaluation was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the clip not fully deployed condition may occur if the trigger of the instrument is not fully actuated releasing the clip from the cartridge. Replication of disengaged clip track condition may occur during improper handling of the cartridge during clinical application. Replication of the clip with track twist may occur if a side force or twist was applied to the clip track during application causing the clip track to not stay aligned. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal gastric resection, while the device was being applied to free gastric membrane, the device failed to apply clips. The clip cannot be shaped and the vessel is clamped. The clip and has been removed from the patient after it has been found to be incapable of being properly formed. The clips were replaced to resolve the issue and complete the case. There was no patient injury.